Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported via phone call that the customer passed away in hospital. The cause of death was a heart attack. The caller stated that the customer had abnormal levels of potassium and enzyme levels that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing as the hospital staff suspended the pump to stabilize his heart. The caller believes the customer was high since the pump was suspended. The customer was not using sensors. The customer started getting sick a day before they passed. The customer had nausea, sluggishness, and heaviness in the chest. The customer had a stent in their heart and had bypass surgery. The caller declined to return the insulin pump for analysis.